Manufacturer narrative:
Additional information was requested and the following response was obtained: can you please inform what issue was observed specific to the drain tube? ¿it is unknown. How was the case completed? ¿no information. After removing the first drain from the patient, was a new drain inserted in the patient? ¿no information. Were both the drain and the reservoir replaced to complete the case? ¿no information. Was only the reservoir replaced for drainage system to work? ¿no information.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot number of the drain -no information. Did the plate locking mechanism function adequately creating the negative pressure during activation? -yes. According to a nurse, she saw that the blood was drained upon activation of the reservoir (i.e., when the bottom flap was bent up) during the index procedure. Was some exudate collected in the reservoir when checked 5 hours after surgery? -no information. Does the surgeon opine that the inability for reservoir to create suction & inflate may be due to use of surgicel in the procedure? -no, he doesn¿t. Was the surgeon alleging a product deficiency with surgicel? -no, he wasn¿t. We have not got the surgeon¿s opinion.

Event description:
It was reported that the patient underwent a radical neck dissection procedure on (B)(6) 2017 due to laryngeal cancer and the reservoir was connected to a drain. At that time, a nurse conformed the reservoir was working properly. Five hours after the operation, a floor nurse became aware that the reservoir was not working, it was also reported that there were no problems in breathing. On the following day, it was confirmed that the reservoir was not working and was not inflated. Then, the drain was removed from the patient but the reservoir was still not inflated. There were no adverse patient consequences reported.

Manufacturer narrative:
The device was returned for evaluation. Exit port was inspected to identify any damaged or occlusion and port was in good condition. All components are in place and in good conditions as well as the end device function properly. The plate was activated while the y-connector ports were open and the duckbill valve is not occluded. The sample does not have any broken or damaged components that could have affected its function.